Event description:
Customer reported that the insulin pump fell off the night stand and was cracked around the reservoir. She stated that the reservoir would no longer lock in place. The blood glucose reading was 318 mg/dl. The o-ring had fallen out of the reservoir compartment. Customer treated with manual injections. She stated that the insulin pump was kept clipped to her bra. Nothing further was reported.

Manufacturer narrative:
Insulin pump had minor scratches on lcd window, cracked case at display window corner, cracked battery tube threads, broken reservoir tube lip, missing reservoir tube o-ring and stained end cap sticker.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.